Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were in range before samples were run. Ccc instructed the customer to clean the pogo pins, perform an integrated multisensor technology clean and super-condition. The customer recalibrated and ran qc, which resulted within range. A siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc reviewed data files, and no instrument issues were observed. The customer is using two types of centrifuges in their lab, one of which utilizes a stat spin. Stat spins are not recommended by tube vendors. Hsc recommends review of proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample, centrifugation at the proper speed and time based on the tube manufacturer's instructions, and ensure that samples remain upright after centrifugation to avoid re-suspension of platelets, buffy coat material, fibrin, and other particulates into the plasma portion of the sample. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. Patient (B)(6) was admitted to a hospital. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.